Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2022. Approximately 5 weeks after the revision the patient had a second right knee revision on (B)(6) 2022. As a result of the patient's revision surgery on (B)(6) 2022, the patient developed an infection which required removal of device. The patient required IV antibiotics and still suffers from pain in her right knee. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H10. Additional information- b7, d1, g2,h6. Health effect - clinical code & medical device problem code, h8. H3. Investigation results: the cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. It is noted in labeling that infection is a well-known risk for joint surgeries. There is no clinical information provided. These devices are used for treatment not diagnosis. There is no other information available.